Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal cramps. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with intraperitoneal ceftazidime (dose, frequency, and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, peritoneal dialysis therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.